Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was stated that the customer was found unconscious and was taken to the hospital on (B)(6) 2020. The customer was in the intensive care unit.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that they were hospitalized for low blood glucose. Blood glucose reading was not known at the time of hospitalization. Customer also had high blood glucose value of 600mg/dl. Date of hospitalization was unknown. Customer did not bolus for 2 days as per carelink download. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
Customer experienced low blood glucose that required emergency medical assistance on (B)(6) 2020. Blood glucose was 45 or 54 mg/dl. Customer feels the device did not bolus correctly. Customer was instructed to go on back up plan but did not disconnect from the pump and ended up in the hospital 2 days later due to high blood glucose.